Event description:
The facility's biomed engineer reported an infusion pump with an 812:00 failure code. According to biomed, no pt injury or medical intervention has been reported. Info was not provided regarding whether or not the device was in use when the reported event occurred. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt status, age of pt, or medication involved.